Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2019-08634, 2017865-2019-08635, and 2017865-2019-08638. It was reported that the patient presented for system implant. When sheath was attempted for the removal, the left ventricular lead dislodged, and threshold did not meet the requirements. A new sheath was used; however, it was unsuccessful. The operation took five hours. The patient suffered from acute left heart failure with sudden drop in blood oxygen saturation and blood pressure. The physician believed that the patient¿s complication was not due to implant products. The procedure was suspended. The patient was noted with thrombus in the right ventricle. The patient was stable after the procedure.